Manufacturer narrative:
Two catheters were returned for review along with an image of the reported issue. One catheter was marked "never used" and the other was marked "check end". The "never used" catheter measured approximately 248 mm (24.8cm) and the used catheter measured approximately 245mm (24.5cm). Therefore the complaint was confirmed. There was also an image provided that was consistent with the reported issue. The tip of the used catheter was inspected under magnification and the edges of the catheter tip were smooth with no jagged edges as though the tip had been cut by a sharp instrument. The cause of the break was most likely the result of an event within the user environment.

Event description:
The PICC had been inserted easily with no trimming by one of our PICC insertion team, the procedure was uneventful. Upon end of therapy the PICC was removed easily from the patient with no blood loss. Upon inspection the PICC rn noted the final increment to be 0.3 shorter than the other increments. When the PICC was compared to a new one, the measurements were off probably due to the fact that the PICC had stretched and was slightly longer. However due to the final increment being less than 1cm there was great concern that a fragment had detached and was free floating in the baby. The infant underwent several diagnostic tests to rule this out, nothing was found.

Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
The PICC had been inserted easily with no trimming by one of our PICC insertion team, the procedure was uneventful. Upon end of therapy the PICC was removed easily from the patient with no blood loss. Upon inspection the PICC rn noted the final increment to be 0.3 shorter than the other increments. When the PICC was compared to a new one, the measurements were off probably due to the fact that the PICC had stretched and was slightly longer. However due to the final increment being less than 1 cm there was great concern that a fragment had detached and was free floating in the baby. The infant underwent several diagnostic tests to rule this out, nothing was found.